Event description:
The B. Braun needleless connector shown in pictures below, have a faulty design with all lot numbers that B. Braun manufactured and distributed. The indented female valved connection (with bluemeniscus above) is very difficult to sterilize, which causes contamination to persist and results in biofilm formation, and line infections that constitute Severe Adverse Events (cause prolongation of hospitalization or death) I would urge CBER and B. Braun to remove these needleless valve connectors from the market and recall those that have not yet been used.